Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the distal stomach, the stapler was unable to fire, the surgeon was able to press the green button, the handle did not squeeze and the jaws did not lock on the tissue. The first reload did not fire, a second reload was attached to the device, but this would not fire either. A reload with a different (unknown) lot number was attached and this fired okay. There was no patient injury.